Event description:
Doctor reported that a pt wore his contact lenses for two weeks on a daily wear basis. The doctor stated the pt had abnormally high protein deposits on the lenses due to body chemistry. The pt drinks a lot of protein drinks. The doctor diagnosed a corneal ulcer right eye and treated with vigamox. The left eye had evidence of a previous ulcer that was cleared up. The right eye ulcer was located superior. There was no decrease in visual acuity. No culture was performed, however the doctor indicated the ulcer responded well to the antibiotic which leads her to believe it was infectious. The pt recovered.

Manufacturer narrative:
No product was returned and no lot number information was provided. Based on all information, no causal factors can be determined and no conclusion can be drawn.